Manufacturer narrative:
Na.

Event description:
Caller states that the device read 700mg/dl. This reading was not found in the device memory. Caller states that her son was having symptoms of high block glucose and they took him to the hospital after the reading of 700mg/dl. The hospital device reportedly read 120mg/dl approximately a 1/2 hour later. She reports no treatment was given. No glucose control solution was reportedly used. Requested return of suspect device and replacement was sent.